Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high and ketone level was moderate (2.1). Cause was not known. Customer used manual insulin injection to address bg and then went to the emergency room. Customer was admitted to the hospital and was treated with manual insulin injections. Elevated bg resolved and customer did not experience any permanent damage. Customer had not yet been discharged at the time of report. There were no observed issues with the cartridge, infusion set tubing/cannula or insulin. Technical support performed a pump system check, and no issues were identified. Pump was functioning as expected. Customer acknowledged and declined follow up regarding the discharged date.